Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced a wound dehiscence and extrusion of the receiver/stimulator (specific date not reported). Subsequently, the device was explanted on (B)(6) 2026, and there are no plans to reimplant the patient with a new device as of the date of this report.